Event description:
Facility alleged that blood is backing up into the tp's and causing the dialyzer's to clot off. They also report using 30 tp's for a 13 hr shift. There were no pt injuries or medical intervention required.